Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a nuerostimulator for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient was unable to charge their device the patient was seeing the reposition antenna screen on the rechargers. The patient had tried to connect with the device using the patient programmer but was unable. The patients last successful recharge was at least a couple months ago. The patient also reported a loss of therapeutic effect and return of pain. The patient reported that his back shoulder muscle had been causing problems and noted that get got dizzy at night and got dry heaves. The patient also reported that the left side of his face gets hot. The patient was went to the ER once for nerve pain and was also admitted to the hospital for nerve pain as well. The patient had spoken to their healthcare provider(hcp) about their lack of pain relief and the hcp had discussed a newer stimulator or "unhooking" the device and leaving the components implanted. No further complications were reported as a result of this event.